Event description:
Pt had left hip replacement in 6/83. Over last 2-3 yrs. Has developed increased pain in hip. X-rays show evidence of a loosening of the left hip with subsidence. There is fragmentation of the cement. Admitted for total hip revision.